Event description:
Customer claims use of sonic fusion cause injury to roof of mouth. Customer claims incident required visit to emergency room and treatment. Customer is seeking reimbursement but has been unable/ unwilling to provide any medical documentation, etc. Customer notified product return is required to support claim.